Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip broke off in the patient when firing the first clip. The tip was retrieved and the procedure was completed with another device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. Visual inspection was performed and the cannula cap was detached from the cannula tabs. Functional testing was not performed because the device trigger was jammed. The device was disassembled to conduct a deep inspection. The prongs of the fork were found deformed as indicative of the device being fired into bone or another hard surface. It is possible that the cannula cap detached due to damage impact from the prongs of insertion fork. (B)(4).